Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms and air bubbles were noted in the infusion set tubing. The customer's blood glucose (bg) level was 600 mg/dl and insulin injections were used to address the bg level. After the alarm, the customer changed the supplies on the pump. Reportedly, the customer had not performed the air extraction technique during the loading of the cartridge and tubing.